Event description:
The customer reported that following a diagnostic catheterization procedure on 7/15/99, a vasoseal vhd kit size 3 was deployed. The pt was discharged on 7/16/99 with no documentation issues with the groin. The pt developed swelling, pain, and soreness at the site later that day. The pt attempted to contact the physician, but was unsuccessful. When the pt returned for a ptca procedure on 7/26/99 the site was sore, swollen, and had drainage. The pt was admitted to the hospital for eval and a culture was taken of the site which was negative for infection. An ultrasound revealed a pseudoaneurysm was resolved surgically on 8/3/99, and the pt was discharged on oral antibiotics on 8/5/99. No further complications were reported.